Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer reports while she was sleeping the omnipod 5 device programmed an uncommanded 7.7 unit bolus, without the patient initiating it. The patient was able to cancel the bolus. Customer states it is possible that because she sleeps with the controller in her bed that buttons may have accidentally been pushed. Customer did not report seeking any medical intervention due to this event.

Manufacturer narrative:
The user reports receiving an uncommanded bolus of 7.7 units. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of an uncommanded bolus. The engineering logs from the date of occurrence were found to be overwritten due to continued use of the system. Review of the audit log files found no boluses of 7.7 units delivered on or around the date of occurrence. Review of the audit logs showed evidence of interaction with the controller to program, confirm, and start all boluses on and around the date of occurrence. No evidence of an uncommanded bolus of 7.7 units was found in the available logs.